Event description:
While attempting to convert the heart rhythm of a patient the device displayed a "defib fault 72" message and failed to discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction. During subsequent testing at the facility's biomedical engineering department, the device displayed a "pacer disabled" message.